Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) experienced syncopal episodes. The patient was fitted with a holter monitor. During the monitoring period, the patient fainted. The monitor showed no output spikes in the ventricle. Lead impedance measurements and threshold levels were appropriate. An invasive procedure was performed to analyze the system. Body fluid contamination was noted in both connectors. The physician elected to explant the ipg and a new ipg was successfully implanted.